Event description:
Dr states that after wearing the glove the doctor's hands turned bright red and the doctor had itching. The doctor used hydrocortisone cream for symptoms which lasted a couple of weeks. The doctor denied using any new lotions. It was noted by the office staff that the gloves involved were darker in color than usual, as they have been using this glove for a long time without any problems. The actual date of the incident is unknown, it was approximately 2-6 weeks prior to being reported to allegiance.